Manufacturer narrative:
The subject device has not been returned.

Event description:
During the procedure it was found that the balloon (subject device) could not be kept inflated. After the retrieval of the device, it was observed that the balloon was punctured. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed hardened contrast media within the hub of the device, which indicative for insufficient flush use during the procedure, but this could not be proven as additional information was not available. During performance test, the distal balloon catheter shaft was cut in order to inflate the balloon. After the balloon was inflated a leak was confirmed due to a perforation of the balloon. It is possible that the damage to the balloon may have occurred due to some procedural factor leading to the reported event; however as of today, no additional information could be obtained from the customer. Based on the information currently available, the exact cause of the reported event and confirmed damage to the balloon cannot be determined.

Event description:
During the procedure it was found that the balloon (subject device) could not be kept inflated. After the retrieval of the device, it was observed that the balloon was punctured. There was no clinical consequence to the patient as a result of this event.